Manufacturer narrative:
PMA/510k: this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.